Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a gusher during implant surgery. The company is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event closed. The gusher that the recipient experienced was reportedly due to the recipient's abnormal anatomy. It was not surgical related. The recipient is reportedly doing well with the device. This is the final report.